Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the switch was loose. To resolve the reported issue, the switch was fastened to the system. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A medtronic representative reported that, while outside of a procedure, the power switch on the viewing station of the imaging system was rotating and the station would not power on. There was no patient present when this issue was identified. No additional information was provided.